Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: the mainboard has been identified to be the faulty component. Correction: replaced defective component.

Event description:
The following was reported to hamilton medical ag: summary: tf 243004 (buzzer defect at startup) or buzzer defective.